Manufacturer narrative:
Occupation is lay user/patient. The customer¿s strips and meter were requested for return. The product has not been received at this time. If the product is returned in the future, a follow up report will be submitted. Relevant retention test strips (lot 391903) were tested in comparison with the master lot coaguchek xs pt. For this purpose two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter complained of discrepant inr results with coaguchek xs meter serial number (B)(4). At 10:17 a.m. The meter result was 3.7 and 2.6 inr. The 2.6 inr result was believed. The patients therapeutic range is 2.0-3.0 inr and tests once a week. The patient is feeling 'ok.'

Manufacturer narrative:
The customer's meter and strips were returned for investigation. The returned product was measured with a retention meter in comparison to a retention meter and master lot strips. Two human blood samples from warfarin donors and internal reference meters were used. Donor 1 inr: 1.8 inr, donor 2 inr: 2.4 inr, donor 1 hct: 47% , donor 2 hct: 49%. Testing results: donor #1: retention meter and master lot strips: 1.8 inr, customer meter and customer strips: 1.8 inr. Donor #2: retention meter and master lot strips: 2.3 inr , customer meter and customer strips: 2.3 inr . All inr values were within the specified maximum difference between measurements. No error messages occurred. The returned material and the retention material meet specifications.